Event description:
It was reported that "during a laparoscopic hepatectomy with securing of vascular stumps using green hem-0-lock clips, the applier was not properly working, the jaw was lose. A green clip positioned on the stump of a hepatic vein opened when the vein was cut. Within minutes, the patient developed a symptomatic gas embolism with respiratory consequences, requiring immediate postoperative transfer to the hyperbaric chamber. Female patient had no sequelae as a result of this incident". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information we were unable to perform a DHR review for the alleged defective device. Lot information has not been provided and the instrument has not been returned for review or evaluation. Since this instrument has not been returned for review or evaluation, we are unable to determine what may have caused the alleged defect or validate the alleged complaint." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "during a laparoscopic hepatectomy with securing of vascular stumps using green hem-0-lock clips, the applier was not properly working, the jaw was lose. A green clip positioned on the stump of a hepatic vein opened when the vein was cut. Within minutes, the patient developed a symptomatic gas embolism with respiratory consequences, requiring immediate postoperative transfer to the hyperbaric chamber. Female patient had no sequelae as a result of this incident". The patient status is reported as "fine".